Manufacturer narrative:
The pump was returned to animas for eval. Keypad button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts. The 'down' button was found to be misaligned. The 'up' and 'down' buttons were found to be inverted.

Event description:
The pt reported that the 'ok' button is not responding, and the cursor is moving up and down w/o presses. The pt denies damage to the keypad.